Manufacturer narrative:
Concomitant medical products: product ID: 5076-52, lead; implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had triggered a lead integrity alert (lia). Noise and a fracture were confirmed on the lead. Reprogramming was completed and the lead was capped and replaced. No patient complications have been reported as a result of this event.